Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4318 lot #: 20489548 description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection. It was believed that the infection was not procedure related and the cause was unknown. The physician washed out the thoracic lead placement site due to leakage. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.